Event description:
It was reported that a suction loss during fragmentation occurred using the liquid optics interface (loi). The procedure was completed successfully. No patient injury and/or complications were reported.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction; in the initial report it was not added that the catalys system was also checked as a result of the suction loss and no issues were found. The cause was related to the liquid optics interface. The system was performing to specifications. Section d9: device available for evaluation: yes, returned to manufacturer on 05/02/2023 section d10 medical product: catalys sn: (B)(6). Section h3: device evaluated by manufacturer yes . Device evaluation: one (1) opened liquid optics interface received in a bag including tyvek lid confirming the reported lot number. Functionality tests were performed, and the results were found within specifications. A visual inspection of the returned product did not reveal any obvious defects or damage. The reported event cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.